Manufacturer narrative:
Exemption number e2016018 b. Braun inc. (Bbmi) (importer) is submitting the report on behalf of b. Braun melsungen ag (manufacturer). This report has been identified as event two of b. Braun medical inc. Internal report number (B)(4). The investigation into this reported event is ongoing. A follow-up report will be submitted when the results of the investigation are available.

Event description:
As reported by user facility: event 2. The pump is leaking during filling / immediately after filling in an iso class 5 hood within an iso class 7 suite. The technicians noted it appears they may be cracked on the top and that they are leaking where they luer to the device to fill it with drug/diluent. The defect was noted when the technician attempted to add ganciclovir (cytotoxic agent).

Manufacturer narrative:
Exemption number e2016018. (B)(4). This report has been identified as event two of b. Braun medical inc. Internal report number (B)(4). One used pump was received for evaluation. The pump was visually inspected, and a crack was detected at the filling port which would have resulted in the leakage that was reported. A batch record review for the reported lot number did not reveal any abnormalities or non-conformances of this nature. In order to prevent further occurrences of this nature, the manufacturer has changed their inspection process to have 100% inspection for cracks at the filling port. They are also in the process of implementing new production machinery and evaluating how to optimize their production process for the filling port. If additional information becomes available, a follow up report will be submitted.